Manufacturer narrative:
The sample was collected in a plastic bd lithium heparin plasma tube with a gel separator. The sample was centrifuged for ten minutes, aliquoted into a new sample container and then was re-centrifuged for an additional ten minutes prior to analysis. Centrifugation speed has not been supplied to date. Per the customer supplied qc charts, both levels of ckmb qc were within the established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011, and passed within instrument specifications. Per the customer supplied event log, there were no errors posted in conjunction with this event. The customer stated to the bec customer technical support (cts) that they are not experiencing any issues with other assays (i.e. Accutni) or qc at this time. Service was dispatched on (B)(6) 2011 for this event. The field service engineer (fse) adjusted the ultrasonic voltage from 181v to 188v. Note: the fse had previously adjusted the voltage to 186v on (B)(6) 2011. The fse performed two, ten replicate ckmb precision tests using patient samples; no issues were noted. The fse returned on (B)(6) 2011 and replaced the transducer housing assembly and adjusted ultrasonic voltage to fixed 197v. The fse returned on (B)(6) 2011 and replaced the ultrasonic pcb board. The fse performed a high sensitivity system check; no issues were noted. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter, inc. (Beci) in regards to a lower than expected ckmb result, within the normal reference range, generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced higher results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.